Event description:
It was reported that a malfunction alarm, identified as malfunction code 12 occurred. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact support if the issue reappeared.